Event description:
During a follow-up in clinic, episodes of post-paced t-wave oversensing were observed on the device. Technical support was contacted and provided reprogramming recommendations which will be implemented in the next follow-up in clinic. The patient was stable.